Event description:
The customer reported that the unit failed extended self test during routine inspection. Respironics svc technician inspected the unit and found that the check valve cv2 and cv3 were separated at the hinge. The check valves were old design check valve and were replaced with new design check valves.